Event description:
The customer reported that the abbott diabetes care (adc) device applicator needle remained on the sensor and was inserted into the customer's skin, requiring them to remove the needle. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.